Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with infection due to cuff erosion and swelling in the scrotum at the incision site. The aus was removed and replaced. There were no additional patient complications.